Event description:
It was reported that a cc4204bf collamer plate lens implanted in 2004 and over time the lens became opaque and the patient could no longer see through it. The surgeon discovered the lens had adhered to the posterior capsule and the capsule was torn when the lens was removed. A vitrectomy was performed and a acl was implanted. A 10.0 nylon suture closed the incision.

Manufacturer narrative:
Results: visual inspection of the returned product showed that the lens was returned dry with evidence of a clear surgical residue and a haptic was deformed. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.